Event description:
New information available on (B)(6) 2018 states that no intervention was performed and sensing remained unacceptable at 6 week visit. The patient was not symptomatic due to the event and was stable.

Event description:
It was reported that the right atrial lead exhibited p-wave amplitude variation post-implant. No further information was available.